Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 4 of 4. Reference MFR. Report #s 1627487-2011-06148, 006149 and 06150. The pt received an scs system on (B)(6) 2010 including an ipg, two percutaneous leads placed in the occipital area (off label) and three lead anchors from the same lot. It was reported that the pt's scs system was explanted on (B)(6) 2011. Although there were no functional issues alleged with the system, it reportedly was not helping to relieve the pt's headaches. The explanted devices were retained by the medical facility.